Event description:
It was reported that a patient underwent a gynecological procedure on an unknown date and the mesh was implanted. It was reported that the patient experienced chronic pain post tape insertion and had a total excision of the mesh on (B)(6) 2021. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). Device not returned. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure date and name of initial surgical procedure. The diagnosis and indication for the initial surgical procedure? What were current symptoms following the index surgical procedure? Onset date? What are the patient comorbidities/concomitant medications? Product code and product lot #? Were any concomitant procedures performed? Onset date/time of the pain from surgery? What medical intervention was given for the pain management? Results? If reoperation was performed please provide date and surgical findings. What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status?